Event description:
The customer stated a false positive anti-hbs result was generated on the architect i2000sr analyzer. A patient sample generated a reactive result of 331 miu/ml on architect but was negative by an immunochromatography method. The patient tested reactive for hbsag, hbeag and pcr positive. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7c18, architect anti-hbs, that has a similar product distributed in the us, list number 1l82, architect ausab. An investigation is in process. A follow-up report will be submitted when the investigation is complete.